Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Upon opening an echo 11mm hip stem, the stem was found to have an etching indicating it was a 13mm stem. Another 11mm echo hip stem was used to complete the procedure with no reported patient injury or delay in the procedure.

Manufacturer narrative:
Evaluation of returned device confirmed that the 11mm stem was etched as a 13mm stem.